Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update b17 to b01, c20 to c16 and d15 to d0301), h11. H11: the device was received for evaluation. The device was received for evaluation containing fluid in the bladder. Visual inspection was performed and leak (backflow) was observed at the fill port when the fill port cap was opened, and a particle was stuck under the device checkband. The particle was identified to be acrylic material (the material of the device stressmember) via a fourier transform infrared spectroscopy (ftir) test. The reported condition was verified. The cause of the issue was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E.1.: initial reporter address and postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the injection port after adding 50 ml. This was observed before use. There was no patient involvement. No additional information is available.